Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR # 2134265-2017-09066. It was further reported that the deployed 2.25mm x 16mm synergy¿ drug-eluting stent was insufficiently crimped on the vessel, so the opticross¿ got caught on the synergy¿ stent. After the opticross¿ was removed, it was noticed that the stent struts was lifted up. Then a balloon catheter was used to expand the 2.25mm x 16mm synergy¿ drug-eluting stent to complete the procedure. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an imaging catheter stuck on stent occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified obtuse marginal branch of coronary artery. An opticross¿ imaging catheter was selected for use. Following placement of stent, intravascular ultrasound (ivus) pullback procedure followed and completed using the opticross¿ imaging catheter. When the physician tried to pull the opticross¿ out from the patient, the device was caught at the back side of the implanted stent and was unable to be removed. The physician then tried to advance the device further but failed so the imaging core was pulled out and the contrast wire was inserted and then pulled the opticross¿ out by rotating it. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2017-09066. It was further reported that the deployed 2.25mm x 16mm synergy drug-eluting stent was insufficiently crimped on the vessel, so the opticross got caught on the synergy stent. After the opticross was removed, it was noticed that the stent struts was lifted up. Then a balloon catheter was used to expand the 2.25mm x 16mm synergy drug-eluting stent to complete the procedure. The patient's status was stable.